Event description:
A physician reported via a sales representative that an adult female received solesta (dextranomer/hyaluronic acid) injection into the submucosa of the anal canal as treatment for fecal incontinence. Additional medical history and concurrent medications were not provided. On (B)(6) 2013, the patient received solesta. Antibiotic prophylaxis was not given prior to the injection. On (B)(6) 2013, the patient experienced extreme weakness and was febrile. On (B)(6) 2013, the patient's daughter contacted the physician. The patient was evaluated that same day and a computed tomography scan was performed. Results showed a perianal abscess with inflammation around the solesta implant on both sides of the rectum. The abscess was drained, solesta was removed, and intravenous antibiotics were given. On unknown date, the events resolved. The physician felt the events were related to the injection of solesta.

Manufacturer narrative:
The fact that the patient was not provided with prophylactic antibiotics may have had an impact for developing the events. It is also unclear if the patient got a fleet enema to clean the area before the solesta treatment was provided. No corrective action will be initiated. Labeled event. It is also stated in instructions for use about preparations with fleet enema and prophylactic antibiotics.